Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer had high blood glucose value and had no delivery alarm. Customer's blood glucose value was 537mg/dl. Customer declined to troubleshoot for high blood glucose. Customer had no delivery alarm during bolus and ended up giving shot. No delivery alarm was resolved by priming and the pump was working fine. Insulin pump will not be returned for analysis.